Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 12 devices were received.   Event confirmation status: 6 reported events were confirmed; the cause traced to component failure. 6 reported events were not confirmed. Evaluation results: 2 devices were found to be affected by internal component corrosion. 7 devices were found to be affected by worn internal components. 3 devices had no device problem found. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 10 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.